Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: please clarify if this event happened intra-op, pre-op or post-op. How was the procedure completed? Any patient consequences? Please provide procedure, name, and date. Please provide event date please provide lot number.

Event description:
It was reported that a patient underwent an unknown surgery procedure on an unknown date and suture was used. During the procedure, the suture was detached from the needle. There were no adverse patient consequences reported. Additional information was requested.